Event description:
The co was told by the facility that the pt was found on the floor of her room after falling out of bed, or getting out of bed and then falling. Emergency medical technicians were called and the pt was taken to hospital. The nurse who found the pt said that the bed monitoring device was not in alarm, but when she moved a pillow on the bed the unit alarmed. The nurse who reported the incident to curbell said that the pt suffered a broken hip. This same individual also said that the device was tested by a nursing supervisor, on 1/27/99, subsequent to the pt fall, and was found to be working properly. The incident occurred at 10:50 on the 3-11 shift.